Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 210 mg/dl and a correction bolus was to be delivered to address the bg level. Tandem technical support had the customer perform a system check and the occlusion was found to be within the tubing. Reportedly, the customer was using apidra insulin in the cartridge/tubing.